Event description:
During the transfemoral tavr procedure, balloon aortic valvuloplasty (bav) was performed with a 20 x 4 edwards balloon under rvp. As a 23mm sapien xt valve and novaflex+ delivery system (ds) were brought across the native valve, the patient¿s systolic blood pressure (sbp) dropped from mid 90 mmhg to the 70¿smmhg. Anesthesia was asked to ¿work on pressure¿. After some positioning of the xt valve in the native annulus, the spb continued to drop. Anesthesia noted that there was ¿st depression and pa pressures were extremely high¿. The decision was then made to pull the xt valve back into the ascending aorta in an attempt to improve the bp. It was at this time a pericardial effusion was observed on echocardiogram. Pericardiocentesis was performed and the blood was auto-transfused back to the patient. CPR was initiated, and multiple runs of ventricular fibrillation required use of the defibrillator. These actions continued for 25 minutes without improvement. The patient was a ¿no surgical bail-out¿ case and expired during the procedure. The perceived cause of the effusion could not be identified. It was noted that the patient had a small left ventricle (lv). It was speculated that a possible lvot rupture occurred following bav. The patient¿s annulus measured 18.1mm x 27.4mm and 19.2mm x 27.7mm by CT with valve area measurements of 384.2mm2 and 405.5mm2. The degree of annular calcification and native leaflet calcification is unknown.

Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien xt transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the degree of native calcification of the leaflets and annulus are unknown. It is possible that unknown patient factors, in addition to the procedure itself, may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.